Event description:
Boston scientific received information that after approximately 4.8 months, the left ventricular (lv; 4555) lead had dislodged. During a revision procedure, a new lv lead (4543) was attempted, but unable to stabilize in position and was not implanted. The original lv lead was explanted. Another lv (4555) lead was successfully implanted. No adverse patient effects reported.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.